Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that three days post pump refill patient experienced muscle cramping and respiratory depression. The patient was in the hospital and the manufacture representative was at the bedside. The pump was stopped 3 weeks ago when the patient was in the hospital. The patient had been out of the hospital for one week. The residual volume was 23.5ml. The physician wanted to turn the pump back on and needed assistance with it. The pump was programmed in simple continuous to 4.8mg/day. The pump system was delivering dilaudid. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Event description:
On (B)(6) 2015 additional information was received from a consumer. In (B)(6) 2014 when the patient was in the hospital, he was put on a vent.